Event description:
This case was reported on 15-aug-2011 by a nurse - local reference (B)(4). This case involves a (B)(6) female pt who was treated with poly-l-lactic acid, batch a0039, on (B)(6) 2011. For both treatments, poly-l-lactic acid was reconstituted with 6 ml of sterile water and 2 ml of xylocaine 2% (lidocaine hydrochloride). The first vial was hydrated one week prior to treatment and the second vial was hydrated 24 hours prior to treatment. Location of injections and indication were not reported. After both treatments, the pt reported she experienced acne breakouts which required treatment with antibiotic nos. She also reported micronodules, mainly after the second treatment. The micronodules are present in the marionette and nasolabial areas. They are palpable, but not visible. The outcome of the event is unk. Significant/relevant medical history: not indicated. Relevant concomitant medication: lidocaine hydrochloride (xylocaine). Action taken: unk. Corrective treatment: antibiotic nos. Outcome: unk. Pharmacovigilance comment: sanofi company comment dated 16-aug-2011: this (B)(6) female pt developed acne after both sculptra administration which required antibiotics. Medical eval of this case is confounded by the high prevalence of acne in the general population. The add'l info such as relevant medical history, concomitant medication, any history of hormone replace therapy will be required for further assessment of this case.